Manufacturer narrative:
H2: pcba lot #: rev. 2 : s/n (B)(6). H2, h3, h6: the returned pcba was analyzed and found to be faulty. Codes b01, c02, and d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that generator would not power up. The stand alone board with input but no output, replaced <(>&<)> tested okay. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding the imaging system. It was reported that during a sacroiliac and thoracolumbar procedure the imaging system had been used earlier in the day, and then the site brought it into a new room. The mobile view station (mvs) would not fully boot and the pendant had red x's on it. The site had attempted to reboot the system, but the mvs was then not powering down. The screen was stuck on the american megatrends screen and the blue light was flashing, but it was there for several minutes. Finally it powered down. The site attempted to boot the system back up, but the pendant again had 3 red x's on it and would not go past initializing please wait. This occurred again after another reboot. No impact on patient outcome. There was delay less than one hour.